Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter alleged that the plunger kept falling out when the pump was cycling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed. The upper o-ring was pinched between the second o-ring and the cartridge barrel. The leak test and fill test failed for the returned cartridge. A retain sample from the same lot number was also tested. No damage or defects were noted.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).